Event description:
The pt was in cardiogenic shock. After intra aortic balloon pump for four days, "gas loss" alarms sounded from the pump and blood was noted in the tubing and back into the system 97e pump. The dr tried to remove the intra aortic balloon, even with a electronic device, but the intra aortic balloon could not be removed. The pt went on to expire. It was unknown if the facility attributed the death to the event. On 2/9/00, datascope was notified that blood backed into the system 97e pump. The pt had been on intra aortic balloon pump with the same balloon for four days. There was an autofill failure and blood was noted back into the intra aortic balloon pump. The pt went on to expire. It was reported that facility was unsure and ambiguous about if the blood back incident was the result of the pt's death. (Event complications: the intra aortic balloon was entrapped/expired - reported) 2/4/00. (Pt's current status: expired-rpt'd 2/4/00.)